Manufacturer narrative:
There was no reported device issue. Conclusion: the reported event was not related to device malfunction. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. Note: this submission is being filed late because of issue with the webtrader account.

Event description:
A total of four sheaths placed/exchanged to left femoral artery. Successful deployment performed and 5 minute hold completed. Dressing applied and patient transferred to stretcher by slideboard. No hematoma observed or discomfort shared by patient. Traveling to pacu patient complained of groin pain. Upon arrival to pacu scrotum dramatically enlarged. Manual compression applied to access site and the enlarged scrotum for 40 minutes. Bleeding not controlled, patient returned to surgical suite. Retrosplenial bleed corrected with surgery.